Manufacturer narrative:
Thrombus: as the necessary information was not provided, the root cause of the thrombus was not determined". Based on data log analysis low pump flow was added: no product was returned for analysis. The logs confirm 0.0l/min flow while the pump was at p1and also at p7. The logs do not show any motor current spikes before low flows outside p-level changes. There were suction alarms while p-level was shifted between levels and clinical mentions that was why pump turned to p1. Clinical mention action was taken to confirm pump position via echo but it is unknown if pump was in wrong position before low flows. There were no position related alarms before low pump flow occurrence. No patient related issues or volume administration was noted. The pump flows recovered and clinical mention possible clot ingestion. The root cause of the low pump flow was unable to be determined as there was no identifiable log pattern or abnormality before low flow occurrence, no product was returned for analysis, and limited clinical information was provided. B2 selection was erroneously entered on the initial manufacturer device report number 1220648-2024-24386.

Event description:
The complainant reported the patient was on impella cp support. While on support, pump was running on p1 due to suction alarms. Reviewed ic and advised it appears to have ingested clot or biomaterial at one point on p7 with 0.0 flows as well. Patient remained on support for two more days then impella was explanted and the procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation). Section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."